Event description:
It was reported that the pt received a inverse/reverse screw system, 4.5-33 on the right side on (B)(6) 2010 and underwent revision surgery on (B)(6) 2012 due to pain. It was also reported that "x-rays showed implant partially broken."

Manufacturer narrative:
The MFR did not receive devices or x-rays for review. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the info provided. A product failure cannot be confirmed. Should add'l info become available and / or the device (s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time. (B)(4).